Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
The consumer reported that prior to use of a tampon, she pulled slightly on the string according to the usage instructions on the insert in the tampon carton. She noted the string detached from the pledget. She proceeded to test additional tampon strings from that carton, alleging that a total of 4 strings detached prior to use. There was no harm reported as she did not use any of these tampons.